Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported having been sick for a week with a cold, fever and fatigue. The pod reportedly came loose from the insertion site (leg), causing the cannula to dislodge. The patient was treated with an infusion of fluids, insulin and intravenous paracetamol. The patient was released after seven hours.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.